Manufacturer narrative:
Complaint conclusion: after combining a 6f-7f mynx control vascular closure device (vcd) with an unknown sheath, it entered and inflated, but it failed because the balloon burst. There was no reported patient injury. The device was intended to be used for hemostasis after a percutaneous coronary intervention (pci). The device was returned for analysis. A non-sterile 6f/7f mynx control vascular closure device was returned for investigation. Per visual analysis, button 1 and button 2 remained in the manufacturing position. The sealant was exposed to blood and was swollen, the sealant sleeves were protruding away from the catheter. The procedural sheath was not returned. The syringe was attached to the device. The balloon was found torn as received. Per functional analysis, due to the condition of the balloon, a functional test could not be performed. Per microscopic analysis, a radial tear was observed at 4mm from the balloon proximal tip under the high magnification. A product history review of lot f2103601, revealed no anomalies during the manufacturing and inspection processes that can be considered potentially related to the reported complaint. The reported failure ¿balloon loss of pressure-in patient¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Based on the available information, it is impossible to determine what factors may have contributed to the reported event. Balloon loss of pressure most often occurs as a result of the balloon tearing on a calcified vessel wall, a damaged sheath or over inflation of the balloon. According to the instructions for use (IFU) which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. If the balloon loses pressure during use, the user may have to convert to manual compression. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
After combining a 6f-7f mynx control vascular closure device (vcd) with the unknown sheath, it entered and inflated, but it failed because the balloon burst. There was no reported patient injury. The device was intended to be used for hemostasis after a percutaneous coronary intervention (pci). The device will be returned for evaluation.